Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose and hospitalization. Qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring in order to detect any issues early and respond to them promptly and appropriately.

Event description:
Pt's mother called to report that her daughter was hospitalized due to high blood glucose and moderate ketones. The device had been used for approx nine hours. No specific blood glucose values, diagnosis or treatment were reported.